Event description:
It was reported that during a laparoscopic low anterior resection, the clip became not to be fed into the jaws at the 8th firing. After that, the trigger could not be fully grasped. The deployed clip was formed teardrop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during two consecutive firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining four clips were conforming according to our manufacturing specifications and then it locked out as intended but the orange indicator was not visible; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.